Manufacturer narrative:
The device has been received by the manufacturer, but an evaluation has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device, and the cause for this event. The february 2007, 15-month complaint trend report for this product family, inclusive of all failure modes, was reviewed; no adverse trends were noted. A device history record review and product evaluation are in progress. Results of the device evaluation, as well as the device history record review will be provided in a follow-up medwatch report.

Event description:
It was reported to boston scientific corporation on february 26, 2007, that during the placement of an ultraflex stent system (patient age and gender unknown), the stent could not deploy completely as the "suture thread got stuck in the proximal flare of the stent". The device was removed and the procedure was completed with another same device. The patient's condition was reported as "fine".